Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown and rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿rupture: observed multiple broken devices through microscopic inspection 1 broken device assessed as unidentified (tear) opening, inconclusive and surgical damage and 3 openings assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported left side capsular contracture baker grade unknown and rupture. Patient later reported "breast deformation left side, rupture left side- diagnosed via ultrasound and MRI; silicon leakage, lateral rippling" per medical report. Patient additionally reported "rupture and capsular contracture baker grade unknown". Later healthcare professional reported "capsular contracture baker grade ii, diagnosed by ultrasound and MRI". Device was explanted and replaced. Device was returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d1, d2, d3, d4, g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient later reported "breast deformation left side, rupture left side- diagnosed via ultrasound and MRI; silicon leakage, lateral rippling" per medical report. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, b6, d6b, h3, h6.

Event description:
Patient reported left side capsular contracture baker grade unknown and rupture. Patient later reported "breast deformation left side, rupture left side- diagnosed via ultrasound and MRI; silicon leakage, lateral rippling" per medical report. Patient additionally reported "rupture and capsular contracture baker grade unknown". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side capsular contracture baker grade unknown and rupture. Patient later reported "breast deformation left side, rupture left side- diagnosed via ultrasound and MRI; silicon leakage, lateral rippling" per medical report. Patient additionally reported "rupture and capsular contracture baker grade unknown". Later healthcare professional reported "capsular contracture baker grade ii, diagnosed by ultrasound and MRI on 04apr2025". Device was explanted and replaced. Device was returned.